Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had to go to the emergency room on (B)(6) 2018. Blood glucose level of the customer was 511 mg/dl at the time of the incident and customer¿s current blood glucose level was 545 mg/dl and customer¿s blood glucose when visited to the emergency room was 508 mg/dl. The other relevant blood glucose level of the customer was 320 mg/dl and 465 mg/dl. The customer was treated by giving bolus with the insulin pump. Customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for the analysis.